Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump it stopped working. The device gave a battery alarm, she changed the batter and now it won't turn back on. Customer attempted to run a self-test and the device wouldn't respond. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed for blank display and the device turned back on and alarmed unexpected restart. Customer was advised a new a battery cap will be mailed out to rule out issues with it. Customer was advised to monitor the device and the unexpected restart alarm was normal behavior due to alarm occurring when a new battery was installed. Customer is not returning the device for analysis.